Manufacturer narrative:
The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 142 mg/dl. Reportedly, the customer wore the pump and the transmitter on opposite sides of the body. Customer support instructed customer to place sensor and pump on the same side to address the issue.